Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) performed in the biliary tree on (B)(6) 2021. During the procedure, the image on the monitor flickered and visualization was lost. The physician replaced a non-bsc cable and swapped out the exalt scope simultaneously to fix the problem. The procedure was completed with the second exalt scope. There were no patient complications reported as a result of this event.